Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 21mm epic aortic stented porcine heart valve was implanted three years ago on an unknown date. Due to an unknown issue, the valve was explanted on (B)(6) 2022 and replaced with an unknown valve. Patient status is unknown.

Manufacturer narrative:
An event of valve explant after 3 years was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.